Manufacturer narrative:
On 12/3/2019, the product investigation was completed. Device investigation summary: during visual analysis of the sample, a rupture was identified. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 250cc mentor memorygel breast implants. On (B)(6) 2019, the patient's mammogram results indicated bilateral implant rupture. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with non-mentor breast implants. This report is for the patient's right-sided device.